Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated very low patient results on the cartridge chemistry (cc) side chemistries. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to replace the cc sample probe and verified alignments. The issue was resolved after customer replaced cc sample probe.